Event description:
Un-reporting the event of gel leak.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "increased risk of cancer", "rupture" with a "silicone leak in the prosthesis pocket" and a "severe capsular fibrosis, baker 5."

Event description:
Patient representative reported that the patient experienced an "increased risk of cancer", "rupture" with a "silicone leak in the prosthesis pocket" and a "severe capsular fibrosis, baker 5." The device has been explanted and replaced. This record relates to right side.